Event description:
It was reported that the device had been implanted a little over a week ago and that no diagnostic data had been stored. The device implant detection was to be programmed off and the device should then start collecting data from that point on. The device remains in us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.